Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), abdominal pain ("severe abdominal pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a 25-year-old female patient who had essure (batch no. A36514-valid/ess306-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (with second birth placenta broke and hemorrhaged during birth.), spontaneous abortion, anemia, cervical dysplasia ((2002, 2003 and 2005)), dysfunctional uterine bleeding, von willebrand's disease (von will brand¿s disease) in 2003, osteopenia in 2010, uterine dilation and curettage, hysteroscopy ((2001 and 2003)), loop electrosurgical excision procedure in 2006 and smoker. Previously administered products included for birth control: depo shot from 2003 to (B)(6) 2011. Concurrent conditions included carpal tunnel syndrome and endometriosis (site unspecified). Family history included malignant breast neoplasm (grandfather (maternal)/pgg; grandmother (maternal)/mgg), diabetes mellitus (type ii (father)), cerebrovascular accident and hypertension. Concomitant products included calcium from 2003 to 2017, iron, multiple vitamins from (B)(6) 2012 and ranitidine hydrochloride (zantac) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), pelvic pain ("pelvis pain (severe)") and perineal pain ("perineum pain (severe)"). The patient was treated with ciprofloxacin, fluconazole, surgery (laparoscopic assisted vaginal hysterectomy to remove essure devices), surgery (laparoscopic assisted vaginal hysterectomy to remove essure devices), surgery (on (B)(6) 2013, she underwent ablation) and surgery (on (B)(6) 2013, she underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, abdominal pain, menorrhagia, vaginal haemorrhage, autoimmune disorder, dyspareunia, dysmenorrhoea, menstrual disorder, back pain, urinary tract infection, cystitis, vaginal discharge, alopecia, weight increased, pelvic pain and perineal pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, perineal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did undergo an uncomplicated laparoscopic-assisted vaginal hysterectomy and did have an uncomplicated postoperative course. Later in the day of surgery she was doing very well with no complaints. Discrepancy in event onset date of event: weight gain (interpreted as (B)(6) 2012) date of essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: left fallopian tubes was occluded; on (B)(6) 2013: fallopian tubes were bilaterally occluded ultrasound kidney: on (B)(6) 2016: no renal abnormality seen,post void residual 21 ml on (B)(6) 2012, pathological report revealed the specimen received in formalin is labeled with the patients name and "placenta" consists of a placenta which measures 16 x 15 x 3 cm and weighs 464 grams. The centrally inserted segment of umbilical cord measures 16 cm in length and 1 x 0.8 cm in diameter with thickened dark red distal portion. Cut section through the cord reveals three vessels. The fetal surface is blue-red and shows congested blood vessels. The fetal membranes are yellow-pink, smooth and disrupted. The maternal surface shows multiple dark red, complete cotyledons with areas of micro-calcification. The maternal surface is serially sectioned and shows no areas of infarction or hematoma. On (B)(6) 2013, hysterosalpingogram showed left fallopian tubes was occluded, however, her right fallopian tube was patent. There was no opacification of the fallopian tubes on this examination. The tubular structure described in right side of the pelvis to the right of the uterus is consistent with venous reflux. Occluded bilateral fallopian tubes by essure catheters. On (B)(6) 2013, hysterosalpingography reveals normal appearance of the endometrial cavity. No contrast reflux into either fallopian tubes. Previously noted contrast reflux into right perifallopian vein not apparent on today's study. On (B)(6) 2014, right hand: no acute fracture, dislocation or significant bony abnormalities identified. No significant arthritic changes. No soft tissue swelling or periarticular osteoporosis. No bony erosions or destructive bony lesions. No radiopaque foreign body identified. Impression: normal right hand radiographs. Left hand: no acute fracture, dislocation or significant bony abnormalities identified. No significant arthritic changes. No soft tissue swelling or periarticular osteoporosis. No bony erosions or destructive bony lesions. No radiopaque foreign body identified. Impression: normal left hand radiographs. On (B)(6) 2016, renal ultrasound revealed the right kidney measures 9.2 cm in length, left kidney 9.5 cm. Cortical thickness and echogenicity is normal bilaterally. No stone or hydro nephrosis seen. No cyst or solid mass identified. On (B)(6) 2016, surgical pathological report revealed the specimen received in formalin is labeled with the patients name and "uterus" consists of a hysterectomy specimen without bilateral fallopian tubes and ovaries. The specimen weighs 55 grams and measures 8 cm from cervix to uterine body, 4.5 cm from cornu to cornu and 3.5 cm in anterior/posterior dimension. The cervix measures 3 cm in length and 2.6 cm in diameter. The ectocervix is yellow-pink and smooth. The endocervical canal is yellow-pink. Reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.5 x 3.5 cm. The endometrium is pink-red and about 2 mm thick. Serial sectioning through the myometrium shows no lesions. Representative sections are submitted in cassettes labeled "a"-cervix. Anterior/posterior. "B"-"d"-endo and myometrium. Current weight: 165 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: abdominal pain; menorrhagia, dysmenorrhea; back pain and vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), abdominal pain ("severe abdominal pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a (B)(6) year-old female patient who had essure (batch no. A36514/ess306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (with second birth placenta broke and hemorrhaged during birth.), spontaneous abortion, anemia, cervical dysplasia ((2002, 2003 and 2005)), dysfunctional uterine bleeding, von willebrand's disease (von will brand¿s disease) in 2003, osteopenia in 2010, uterine dilation and curettage, hysteroscopy ((2001 and 2003)), loop electrosurgical excision procedure in 2006 and smoker. Previously administered products included for birth control: depo shot from 2003 to (B)(6) 2011. Concurrent conditions included carpal tunnel syndrome and endometriosis (site unspecified). Family history included malignant breast neoplasm (grandfather (maternal)/pgg; grandmother (maternal)/mgg), diabetes mellitus (type ii (father)), cerebrovascular accident and hypertension. Concomitant products included calcium from 2003 to 2017, iron, multiple vitamins from (B)(6) 2012 to (B)(6) 2012 and ranitidine hydrochloride (zantac) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), pelvic pain ("pelvis pain (severe)") and perineal pain ("perineum pain (severe)"). The patient was treated with ciprofloxacin, fluconazole, surgery (laparoscopic assisted vaginal hysterectomy to remove essure devices), surgery (on (B)(6) 2013, she underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, abdominal pain, menorrhagia, vaginal haemorrhage, autoimmune disorder, dyspareunia, dysmenorrhoea, menstrual disorder, back pain, urinary tract infection, cystitis, vaginal discharge, alopecia, weight increased, pelvic pain and perineal pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, perineal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did undergo an uncomplicated laparoscopic-assisted vaginal hysterectomy and did have an uncomplicated postoperative course. Later in the day of surgery she was doing very well with no complaints. Discrepancy in event onset date of event: weight gain (interpreted as (B)(6) 2012) date of essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left fallopian tubes was occluded; on (B)(6) 2013: fallopian tubes were bilaterally occluded ultrasound kidney - on (B)(6) 2016: no renal abnormality seen,post void residual 21 ml on (B)(6) 2012, pathological report revealed the specimen received in formalin is labeled with the patients name and "placenta" consists of a placenta which measures 16 x 15 x 3 cm and weighs 464 grams. The centrally inserted segment of umbilical cord measures 16 cm in length and 1 x 0.8 cm in diameter with thickened dark red distal portion. Cut section through the cord reveals three vessels. The fetal surface is blue-red and shows congested blood vessels. The fetal membranes are yellow-pink, smooth and disrupted. The maternal surface shows multiple dark red, complete cotyledons with areas of micro-calcification. The maternal surface is serially sectioned and shows no areas of infarction or hematoma. On (B)(6) 2013, hysterosalpingogram showed left fallopian tubes was occluded, however, her right fallopian tube was patent. There was no opacification of the fallopian tubes on this examination. The tubular structure described in right side of the pelvis to the right of the uterus is consistent with venous reflux. Occluded bilateral fallopian tubes by essure catheters. On (B)(6) 2013, hysterosalpingography reveals normal appearance of the endometrial cavity. No contrast reflux into either fallopian tubes. Previously noted contrast reflux into right perifallopian vein not apparent on today's study. On (B)(6) 2014, right hand: no acute fracture, dislocation or significant bony abnormalities identified. No significant arthritic changes. No soft tissue swelling or periarticular osteoporosis. No bony erosions or destructive bony lesions. No radiopaque foreign body identified. Impression: normal right hand radiographs. Left hand: no acute fracture, dislocation or significant bony abnormalities identified. No significant arthritic changes. No soft tissue swelling or periarticular osteoporosis. No bony erosions or destructive bony lesions. No radiopaque foreign body identified. Impression: normal left hand radiographs. On (B)(6) 2016, renal ultrasound revealed the right kidney measures 9.2 cm in length, left kidney 9.5 cm. Cortical thickness and echogenicity is normal bilaterally. No stone or hydro nephrosis seen. No cyst or solid mass identified. On (B)(6) 2016, surgical pathological report revealed the specimen received in formalin is labeled with the patients name and "uterus" consists of a hysterectomy specimen without bilateral fallopian tubes and ovaries. The specimen weighs 55 grams and measures 8 cm from cervix to uterine body, 4.5 cm from cornu to cornu and 3.5 cm in anterior/posterior dimension. The cervix measures 3 cm in length and 2.6 cm in diameter. The ectocervix is yellow-pink and smooth. The endocervical canal is yellow-pink. Reticulated and unremarkable. The endometrial cavity is triangular in shape and measures 2.5 x 3.5 cm. The endometrium is pink-red and about 2 mm thick. Serial sectioning through the myometrium shows no lesions. Representative sections are submitted in cassettes labeled "a"-cervix. Anterior/posterior. "B"-"d"-endo and myometrium. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: abdominal pain; menorrhagia, dysmenorrhea; back pain and vaginal discharge." Most recent follow-up information incorporated above includes: on 9-feb-2018: this case is medically confirmed. Reporter information was added. Patient demographics were added. Lab data was updated. Essure implantation date was updated. Product lot number a36514/ess306 was added. Events: uti (urinary tract infection); pid (pelvic inflammatory disease); pain; abnormal bleeding (vaginal, menorrhagia); bladder infection; vaginal discharge; hair loss; weight gain; pelvis pain (severe) and perineum pain (severe). She received treatment (prescribed fluconazole andciprofloxacin) for uti, pid, bladder infection, vaginal discharge and dyspareunia (painful sexual intercourse). Post hysterectomy all symptoms have completely resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and menorrhagia ("prolonged menses"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, dyspareunia, dysmenorrhoea, menstrual disorder, back pain and menorrhagia had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. On (B)(6) 2013, hysterosalpingogram showed left fallopian tubes was occluded, however, her right fallopian tube was patent. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.